Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A fuse was replaced. The system was tested and operates as intended.

Event description:
The customer reported that there were no images displayed on the 7900 system. No patient injury was reported.